Event description:
Report #1 of 3 received of a filter leak. The customer reported that the incident occurred during home infusion of an unspecified amount of chemotherapy (adrucil). Reportedly, 8-12 hours after the infusion was initiated, the pt "woke up with the bed soaked". Fluid contacted the pt's skin and clothes. At this time, an unspecified amount of fluid leakage was observed at one of the filter's air vents. The infusion was immediately discontinued. The pt's skin was cleansed with soap and water. There was no redness or irritation noted. The tubing set was replaced, and the therapy was resumed. There was no reported adverse pt sequela. Though requested, no additional info was available.